Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at 1:30 pm. Ten minutes after the alleged issue began, the patient reportedly administered self-treatment by eating food and/or drinking a beverage. About 40 minutes after the alleged issue began, the patient claimed that she developed symptoms of disorientation and sweating. At 1:45 pm that same afternoon, the patient administered self-care by taking a decreased dose of insulin. The patient took 1.6 units of insulin (unknown type). The patient denied that her blood glucose was tested on another device during the time of concern. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia 40 minutes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k061118.

Event description:
It was reported that before an unknown procedure, the steel of the reload unit was turned up when the surgeon opened the package. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.